Manufacturer narrative:
(B)(4). Date sent: 10/13/2022. This is an analysis of a set of images submitted for evaluation. Image 1 (whatsapp image 2022-08-25 at 9.26.01 am.jpeg): the image provided by the customer shows an enseal device. Image 2 (whatsapp image 2022-08-25 at 9.26.02 am.jpeg): the image provided by the customer shows` a distal jaw of what appears to be an enseal device. The jaws were closed. Image 3 (whatsapp image 2022-08-25 at 9.26.03 am.jpeg): the image provided by the customer shows an enseal handle with the trigger partially closed. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the cable cut off. This is not related to the complaint. The device was mechanically tested and no issues were noted with opening and closing of the jaws. However, due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we were unable to investigate further the unspecified alert screen received issues reported. The instrument was disassembled to inspect the internal components and no anomalies were noted that could have contributed to the reported activation issues. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to what could have caused this issue.

Event description:
It was reported that during the colon resection procedure, the device stopped working. The jaw did not open, even though the closing handle is open. The generator indicates "restart". The device was replaced. The surgery was delayed 10 minutes but the procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental will be sent. No lot or batch number was provided therefore a device history could not be done. Photo images were received and are pending review. When the review is completed, a supplemental will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.